Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions from technical support to remove the cartridge, deliver a 9-unit bolus, and successfully reload the original cartridge to resume insulin therapy, resolving the issue.